Manufacturer narrative:
Returned device was received in decent physical condition. The top case was noted to be chipped and cracked. Evidence of reported problem in event log was found. During the evaluation of the device, there was impact damage on the case however, the motor rate error could not be replicated. The customer induced damage on the top case was found to be the cause of the issue. The motor assembly was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a motor rate error. There were no reported adverse events.